Manufacturer narrative:
(B) (4). No consequences or impact to patient. (Lens would not unfold). (B) (4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens would not unfold in the patient's eye. The lens was partially inserted and was removed with no patient injury. Another same model was implanted.